Event description:
It was reported that an in-office check showed an increased in power consumption on this pacemaker. Technical services (ts) reviewed the information and noted that the patient had been in atrial fibrillation (af) since approximately eight months prior and explained that continuous high-rate atrial sensing can negatively impact device longevity. Ts also noted high capture threshold on the right ventricular (rv) channel with an output of approximately 3.5 volts. Additionally, ts noted atrial undersensing during af episodes. The representative adjusted the atrial sensitivity setting and lowered the rv output, this should improve longevity. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.